Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was having sensor issues and that his blood glucose at the time was 495 mg/dl. The customer treated his blood glucose with a bolus delivery. No further details were given regarding the hyperglycemia. The insulin pump was not returned for replaced.